Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible detached needle on (B)(6) 2015. The patient care specialist stated that the needle broke off and was under the patients skin. The patient care specialist did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).